Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("stabbing pain in the lower abdomen") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain lower (seriousness criterion medically important), arthralgia ("joint pain in the hands, knees, hips and elbows"), heavy menstrual bleeding ("heavy periods for more than 5 years"), palpitations ("heart palpitations"), dizziness ("dizziness"), breast pain ("breast pain with multiple cysts,"), breast cyst ("breast pain with multiple cysts,"), toothache ("toothache") and fatigue ("extreme fatigue because of the pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, heavy menstrual bleeding, palpitations, dizziness, breast pain, breast cyst, toothache, abdominal pain lower or fatigue. The reporter commented: period of occurrence: joint pain and heavy periods for more than 5 years, becoming more pronounced year after year. Other symptoms have appeared since then. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-jun-2024. The most recent information was received on 25-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("stabbing pain in the lower abdomen") in a 50-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain lower (seriousness criterion medically important), arthralgia ("joint pain in the hands, knees, hips and elbows"), heavy menstrual bleeding ("heavy periods for more than 5 years"), palpitations ("heart palpitations"), dizziness ("dizziness"), breast pain ("breast pain with multiple cysts,"), breast cyst ("breast pain with multiple cysts,"), toothache ("toothache") and fatigue ("extreme fatigue because of the pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, heavy menstrual bleeding, palpitations, dizziness, breast pain, breast cyst, toothache, abdominal pain lower or fatigue. The reporter commented: period of occurrence: joint pain and heavy periods for more than 5 years, becoming more pronounced year after year. Other symptoms have appeared since then. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.